Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post filter deployment, the patient scheduled for the inferior vena cava filter retrieval. Subsequent inferior vena cavogram revealed, no thrombus within the filter. The laterally positioned leg appeared to be outside of the confines of the vena cava. A bard recovery cone was advanced over an amplatz super stiff wire and used to capture the apex of the filter. The filter was successfully collapsed and withdrawn into the recovery sheath. The filter was extracted from the sheath and examined. The filter was missing a part of one of its legs. Follow up vena cavogram revealed, the remnant portion of the fractured leg was embedded in the mid portion of the wall of the vena cava below the level of the renal veins. No additional attempts were made to extract the remnant portion of the filter leg for fear that it could embolized to the lungs. Single shot images of the abdomen and chest revealed, no additional metallic foreign bodies in the abdomen or in the lung fields. Eventually one month later, an x-ray abdomen revealed there was a retained, fractured tine projected in the expected position of the inferior vena cava anterior to the l2 vertebral body. Therefore, the investigation is confirmed for the filter limb detachment. However, the investigation is inconclusive for the retrieval difficulties.based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 10/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post filter deployment, during a filter retrieval procedure a filter leg became detached. The filter was successfully retrieved; however, the detached filter leg remains embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached. A limb of the filter remain embedded in the wall of the vena cava below the renal veins anterior of the l2 vertebral. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached and one of the strut remains embedded in the wall of the vena cava below the renal veins anterior to the l2 vertebral body. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient experienced lower back discomfort due to detached strut remains embedded. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012); (manufacturing date 10/2009) .

Event description:
It was reported that approximately nine months post filter deployment, during a filter retrieval procedure a filter leg became detached. The filter was successfully retrieved; however, the detached filter leg remains embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached. A limb of the filter remain embedded in the wall of the vena cava below the renal veins anterior of the l2 vertebral. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine months post filter deployment, during a filter retrieval procedure a filter leg became detached. The filter was successfully retrieved; however, the detached filter leg remains embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.